Manufacturer narrative:
Manufacturer ref# (B)(4). Similar to device under PMA/510(k) k172557. Investigation is still in progress.

Event description:
Description of event according to initial reporter: after the filter was implanted, the radiography showed a bend in one of the primary leg. The filter was then retrieved with a retrieval set. A new filter was placed for the patient to complete the procedure. Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Manufacturer ref# (B)(4). This report is cancelled as it was created by mistake and is a duplicate of manufacturer report# 3002808486-2020-01058 all future information will be handled under manufacturer report#3002808486-2020-01058. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.